Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence, the trial began (B)(6) 2021. It was reported that they could feel the stimulation in their foot. Contributing factors, actions/interventions and resolution were unknown. Additional information was received. The patient reported they had problems voiding at night. They were experiencing pain in their thighs and couldn't fall back asleep. They said they felt like they had to go to the bathroom, but couldn't get anything out. They also stated that the stimulation was making it painful, but it ended up easing up a little bit in the morning.